Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Microscopic visual inspection identified benign cracks in the lumen located in the notch area. These cracks did not progress into the lead insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Microscopic measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4).

Event description:
It was reported that this system exhibited noise, oversensing and inappropriate shocks on two separate occasions. Reprogramming was performed and further system evaluation was recommended. The system was subsequently explanted and returned for testing. No additional adverse patient effects were reported.